Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to a follow-up in clinic. During an interrogation attempt, it was noted that the pacemaker could not be interrogated. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.